Manufacturer narrative:
06-jul-2023 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Metal part of the toothbrush that the head fits over pierced skin [skin injury] heads are faulty/poorly made and slip directly off toothbrush...head coming off - oral-b [device breakage] product counterfeit - oral-b [product counterfeit] case narrative: consumer via e-mail stated that the oral-b cross action toothbrush heads were faulty/poorly made and slipped directly off of their oral-b toothbrush. This resulted in the oral-b refill head coming off and the metal part of the toothbrush that the head fit over pierced their skin. No serious injury was reported. 29-jun-2023 case update: the suspect product lot was c636. No serious injury was reported. 06-jul-2023 product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No serious injury was reported.

Event description:
Metal part of the toothbrush that the head fits over pierced skin [skin injury] heads are faulty/poorly made and slip directly off toothbrush, head coming off - oral-b [device breakage]. Case narrative: consumer via e-mail stated that the oral-b cross action toothbrush heads were faulty/poorly made and slipped directly off of their oral-b toothbrush. This resulted in the oral-b refill head coming off and the metal part of the toothbrush that the head fit over pierced their skin. No serious injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.